Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An osseotite® implant 4 x 10mm (oss410) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, excessive bone on threads and a fracture on at the threads. Device history record (DHR) review was completed for the subject lot number (844171). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (844171) for similar event (complaint category keyword: dental: medical : fracture implant) and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reported implant fractured at tooth site 47 (fdi). The implant was removed.